Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that there was one of the screw inserts for the power cord retainer was missing. During multiple flow and occlusion testing and inspection, the reported issue was duplicated. The root cause of the reported issue was found to be that the clutch was released during the infusion, causing the travel reverse error. The missing screw mounts for the power cord retain were the result of the customer removing them. Replaced clutch half's left and right with leadscrew and spring as a preventative measure, as parts were over two years old for the travel reverse error in history. Replaced bottom case for screw inserts missing from bottom case.

Event description:
It was reported that screw in the power cord retainer, there is two holes that is missing the part where the screws go in/travel reverse error. No patient injury was reported.